Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 8000mcg/ml at 1 ,100 mcg/day and bupivacaine via an implantable pump. It was reported that during a pump refill in the clinic in the early after noon, the patient started having symptoms of a pocket fill. The physician administered narcan. The physician had the patient taken by ambulance to the hospital where she was seen in the ER (emergency department) and then admitted to the ICU (intensive care unit ). The environmental, external or patient factors that may have led or contributed to the issue was partial pocket fill during a pump refill. The diagnostics and troubleshooting performed was around 6:00 on wednesday the physician accessed the pump reservoir to measure the amount of drug in the pump. He withdrew 17 ml and the expected from the refill earlier that day was 20 ml. The pump was then placed on minimum rate. The actions and interventions taken to resolve the issue was the patient was monitored in the ICU on a narcan drip. As of friday, the patient is doing well, and the plan was to discharge her saturday (B)(6) 2023. The physician was planning on using the time without the pump therapy in the hospital to take the patient off the fentanyl and was planning on changing the pump medication to morphine and bupivacaine. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.